Event description:
It was reported that during a procedure on (B)(6) 2014, it was noted that the toggeloc suture thread was in the back hole instead of the front hole. The item was opened in the operating room by mistake, but was not used.

Manufacturer narrative:
Initial reporter phone: unknown. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
Examination of returned device found evidence of product non-conformance. Work instructions and criteria have been revised to address the reported issue.